Manufacturer narrative:
(B)(4).

Event description:
It was reported per the expedited quality review (eqr) report: symptom - the pump started giving helium loss problems as soon as therapy started. Another intra-aortic balloon pump (iabp) was used in order to deliver therapy. Actions: the pneumatic control switch (pcs) assembly was replaced. Additional information received on (B)(4) 2014 stated the pump was switched out to deliver therapy without issue. The patient outcome was unknown; however, it was stated they were able to successfully give iabp therapy as planned. The pump alarmed appropriately. The pump is back in service. There was no report of patient death, complications, injury or medical/surgical required. The delay in therapy was approximately a few minutes and was only the time to realize the pump failed to start. Therapy was interrupted as they switched out the pump prior to start of therapy. There was no harm to the patient.